Manufacturer narrative:
(B)(4). The device involved was not returned for evaluation by the manufacturer. A device history record review could not be conducted since the lot number was not provided. Functional test process of current production of smart concha no sterile ip-(B)(4) was reviewed and no issues were observed that can lead to the defect reported. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved. Root cause cannot be determined. No corrective actions can be assigned. If the device sample becomes available at a later date this report will be updated. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "respiratory therapist in the nicu noticed bubbling at the top of the universal concha column. Water also flowed into the circuit. The circuit and column were replaced." Patient condition reported as fine.